Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical damage. No other observations observed, no further actions are required. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2-aug-2024.

Event description:
Healthcare professional reported rupture. This record is for the right side. The device has been explanted.